Manufacturer narrative:
The actual samples were not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed, and no leaks were observed on any of the companion samples. The reported condition was not verified for the returned companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) 500ml intravia containers were leaking from the side of the port. The leaks were observed during compounding and prior to patient use. There was no patient involvement. No additional information is available.